Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted.

Event description:
Healthcare professional reported "unable to remove the implant container from the outside container. In the process of trying multiple different ways, it ended up getting contaminated. The inner container was stuck in the outer container." Device was not implanted.